Manufacturer narrative:
The investigation did not identify a product problem. The alleged sample is near the limit of detection (lod) of the assay and can generate wavering results during retesting. Other factors such as biological variability in the patient's viral load and potential human errors (contamination during/from workflow) could have contributed to the event.

Event description:
There was an allegation of questionable results using the cobas® hiv-1/hiv-2 qualitative test on a cobas® 5800 system. The initial result was hiv-1 non-reactive and hiv-2 non-reactive. On (B)(6) 2024, a blood tube that was collected from the patient at the same time was sent to another laboratory and was tested with the cobas® hiv-1/hiv-2 qualitative test on a cobas® 5800. The result from the secondary laboratory was hiv-1 reactive and hiv-2 non-reactive.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation is ongoing.